Event description:
It was reported that the pt was in the ER and at around 3 am, the physician requested to turn down the pump. Per the physician, the pt had received "three doses of narcan today". Pt was responsive per reporter as he could turn from his right side to his left side so as to access his pump. Later during the day shortly after 3 pm, the pump dose was turned down from 5.992 mg/day on a concentration of 25 mg/day of hydromorphone to a minimum daily rate of 0.156 mg/day. Pt was admitted for a bradycardic episode with a heart rate of 30. It was also noted that "this was not the pt's first time dealing with bradycardia". On (B)(6) 2011, it was reported that the pt was still in the hospital; reason unknown. No other/further device troubleshooting was done. It was noted that according to the managing physician's office pt was apparently scheduled for (B)(4) study for a pacemaker. On (B)(6) 2011, pt was released from hospital was on oral pain meds. The pump was still on minimum rate of .156 mg/day.

Manufacturer narrative:
(B)(4).